Event description:
It was reported that during a procedure, at the time of creating the carto map, the physician noticed a cardiac peforation. This case was part of clinical study and it was procedure related. Additional information was requested, but no response has been received.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to [thermocool sf nav] approved under [p030031/s034]. (B)(4).